Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Physician evaluated the device and noted that the pump was locked. Additionally, the patient stated that, during original implant procedure, the incision site was too high, causing the pump to ride up. A surgical procedure was performed to remove and replace the component. There were no additional patient complications reported.